Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the preparation, two cre pro wireguided dilatation balloon had a pinhole and would not inflate. It was reported that the balloon was not pre-inflated prior to use in the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the preparation, two cre pro wireguided dilatation balloon had a pinhole and would not inflate. It was reported that the balloon was not pre-inflated prior to use in the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection did not find any problem on the device. Functional test was performed, and the balloon was inflated without any problem. However, it was not able to hold the pressure due to pinhole in the balloon located approximately at 15 mm from the tip of the device. Microscopic evaluation shows evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned balloon was found to have a pinhole located approximately at 15 mm from the tip of the device which causes the reported failure to inflate. The balloon pinhole occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.